Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Subsequently, the basal iq feature disconnected. Customer's blood glucose (bg) lowered to 40 mg/dl and customer's vision was blurry. Contact detached pump from customer to address low bg; there was no permanent injury. Pump was reset to resolve the cgm issue.